Event description:
The customer reports falsely elevated architect ca 19-9xr assay results for one patient. Before (B)(6) 2012, the patient had generated results of 100 u/ml. In (B)(6) 2012, a value of 200 u/ml was generated. In (B)(6) 2013, a value of 1193 u/ml was generated. On (B)(6) 2013, values of 33.67 and 32.69 u/ml were generated. The customer is concerned with the (B)(6) 2013 result of 1193 u/ml. There is no impact to patient care reported for this issue.

Manufacturer narrative:
Accuracy testing was performed with in-house retained reagents for architect ca 19-9xr assay lot 18067m500. Panels of known ca 19-9 concentrations were tested and all values fell with specifications. This demonstrates that the assay lot can accurately detect known concentrations of the analyte. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert and the architect sysmtem operations manual both contain information to address the current customer issue. The results of the current evaluation found no issues with architect ca 19-9xr assay lot 18067m500. A product malfunction was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the us, list number 02k91-27. (B)(4).